Event description:
In the middle of dialysis treatment, noted blood dripping from machine. Patient stable, no complaints. All blood returned, patient disconnected, and lines and cartridge examined. Noted with leak on cartridge connection by the pump area. Patient loss about 2 ml of blood. Dr. (B)(6) made aware with no new order. Outset (tablo) notified, will review incident. Pt dob: (B)(6) 1943.